Event description:
It is reported, a patient experienced a tamponade after an atrial tach left side procedure. The patient was ablated for a left atrial tach and left the procedure room in stable condition. Approximately one hour later the physician was notified that the patient's blood pressure was slowly declining. The patient was brought back to the procedure room and a pericardiocentesis drain was placed. An arterial pressure line was also placed. The patient's blood pressure at the time of the complaint was reported was at 150/49. The volume of blood drained was unknown. The patient was in stable condition and will be admitted to the ICU for observation. The physician stated he did not believe the perforation was related to rf energy but most likely a mechanical cause during the procedure.

Manufacturer narrative:
Concomitant bwi products used during the procedure: carto 3 system, model #: m-4800-01, serial #: (B)(4); stockert rf generator, model #:m-5463-01, serial #: (B)(4). The customer was contacted by biosense webster field service engineer. The hospital ep lab manager advised that this issue was not related to bwi device. The ep lab manager advised it happened with a non-bwi catheter. (B)(4).